Manufacturer narrative:
Other, other text: returned device was received with a cracked battery cover and bent front panel. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the needle on a smiths medical pneupac parapac plus was reported to get stuck. The cycle was found to not stop and biomed has not been able to duplicate. There were no reported adverse effects.